Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. After receiving assistance from technical support to reset the pump, the malfunction code did not recur, and the customer was advised to continue using the pump.